Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, the patient exhibited asymptomatic paroxysmal atrial fibrillation. A permanent pacemaker was implanted on post-operative day five. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that six weeks postoperative the patient had an episode of premature ventricular contractions (pvc) and non-sustained supraventricular tachycardia (nsvt) which resolved that day. A permanent pacemaker interrogation was done two weeks following and revealed that the arrhythmia's had happened. No intervention required with no adverse patient effects. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.